Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer cleaned the ise flowpath. The sodium, potassium, and chloride electrodes were replaced. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module. The initial results were sodium 110 mmol/l, potassium 3.49 mmol/l, and chloride 135 mmol/l. The repeat results were sodium 135 mmol/l, potassium 4.4 mmol/l, and chloride 98 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
As the sipper nozzle was clogged, the event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation was unable to determine a specific root cause. There was no product problem identified.